Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high impedance was observed on the atrial lead. Rising and high impedance was also observed on the ventricular lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.